Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge. A new cartridge was successfully filled and loaded onto the pump. Additionally, an unspecified alarm occurred. Reportedly, the customer changed the pump supplies to resolve the issue. Customer's blood glucose level ranged between 140-240mg/dl.